Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical device support director that the patient suddenly experienced red heart alarms while at home. The patient was instructed to go to the hospital and was admitted. Recent vent filter analysis showed evidence of cam follower bearing wear. A decision was made to replace the lvad with the manufacturer's clinical trial vad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.